Event description:
A medtronic representative reported that during a spinal fusion procedure the back part of the ratcheting handle instrument broke while the surgeon was hammering on it. The surgeon was able to continue the surgery with another handle. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is unavailable at this time. The device was returned to the manufacturer for analysis and showed signs of physical damage. The end cap of the handle has been broken off due to repeated hammering. The top surface of the end cap has many impact marks. The handle was otherwise functional. The device was replaced and there were no further issues.

Manufacturer narrative:
Device manufacture date provided.

Manufacturer narrative:
(B)(4).